Event description:
The customer reported a system communication error b30 and stated that no picture appeared on the monitor during inspection for use for a diagnostic colonoscopy involving an olympus colonovideoscope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A conclusive root cause could not be determined. Based on the investigation findings, it is likely that the reported malfunction, characterized by error b30 and the absence of an image, was caused by a defective plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.